Event description:
Customer called on (B)(6) 2011 reporting that the cc probes were leaking after performing the weekly maintenance on a unicel dxc 800 synchron system. Customer mentioned that all controls were recovering zero after weekly maintenance was completed. Customer technical support advised customer to power down the instrument and check syringes. Customer reported that patient results were not affected by the leak. No injury or exposure to the leak was also reported. Field service engineer (fse) was dispatched and found that the fitting, which comes out of clot detector and holds tubing in place, was completely loose. Fse proceeded to tighten the fitting which had resolved the issue. Repair was then verified per established procedures.

Manufacturer narrative:
Evaluation - conclusion: fse observed a loose fitting and tightening the fitting resolved the issue. (B)(4).